Manufacturer narrative:
Device evaluation: returned product evaluation found lens returned in liquid; in a lens vial. Visual inspection found missing piece of haptic. Work order search: no similar claim type was reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon was loading a micl13.2, -10.0 diopter, implantable collamer lens and noticed that the lens was torn. There was no patient contact. The backup lens was implanted with no problems.